Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a care alert triggered for atrial lead impedance increasing to greater than 1000 ohms and then it decreased back to 550 ohms. It was noted that the baseline impedance had been stable for the past 80 weeks at around 500 ohms. The lead is still in use. No patient complications have been reported as a result of this event.